Manufacturer narrative:
The reported field event of no communication was confirmed in the lab. The cause of the loss of communication was found to be due to premature battery depletion. Device level testing was performed and no sources of high current were found in the hybrid. The cause of the premature depletion could not be determined.

Event description:
It was reported that patient had a vibration alarm. In clinic the device was found in back up vvi mode and was replaced. There is no report of adverse event for patient due to the device being in bvvi mode or after replacement.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.